Manufacturer narrative:
Device return evaluation was completed. The customer reported issue of no image was confirmed. Device evaluation observed no image due to faulty charge-coupled device ( ccd unit). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " no image - only a black screen". The issue found at preparation for use. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, identifying information that was inadvertently not included within the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to faulty charge coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
The unknown procedure was completed successfully with a second camera.